Event description:
There is no update to the original complaint description that was provided.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Human bone/tissue can be seen attached to the body of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture). The reported device was located on tooth # 29 and was used for approximately 4 years 11 months. The customer did not provide any pictures or x-rays. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (62932659). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62932659) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fractured) or product (tsvh11). Therefore, based on the available information, device malfunction did occur and the reported implant fracture was confirmed as physical evaluation identified the fractured implant. However, the reported bone loss could not be verified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight is unknown. Additional 510(k) number is k013227.

Event description:
It was reported that the implant had a fracture requiring implant removal. Bone loss, pain and inflammation noted. Patient will return for a post op appointment. Tooth #29